Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that seven days post implant, at the patient's wound check, a hematoma was noted over the implant site. Steri-stips were added for reinforcement and the patient was administered medication. It was noted that the patient had several more wound checks with no additional intervention. The device remains in use based on medical judgment. The patient is enrolled in the system longevity study (sls). No further patient complications have been reported as a result of this event.